Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. However one electronic photo was provided for review. The investigation is inconclusive for the reported fluid leak issue as no evidence of leakage can be seen on the catheter in the provided photo. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 01/2023). Device not returned.

Event description:
It was reported two months post dialysis catheter placement, the device was allegedly leakage at the site of artery and venous lumen junction. It was further reported that the device was removed and a new catheter was placed. There was no reported patient injury.